Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (lot number 477895), is related to case with patient identifier (B)(6) (lot number 478290) and (B)(6) (lot number 477944).

Event description:
It was reported the patient received the following results within 15 minutes: "hi" mg/dl (greater than 600 mg/dl), 584 mg/dl, and 258 mg/dl. The patient used three test strip lot numbers 478290, 477895, and 477944. It is unknown which test strip lot number was used for which result.